Event description:
The reporter stated that the surgeon had inserted a cc4204bf single piece collamer lens into pt's eye and noticed the lens had a scratch in the optic so he removed the lens without enlarging the incision. No pt injury noted.

Manufacturer narrative:
H6: eval: a visual inspection of the returned product shows the lens has a light scratch in the optic. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the work order and no similar complaints were found. Conclusions: based on the complaint history, and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.